Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced low blood glucose (bg) levels in the 50s (mg/dl); however, no specific event dates were provided. Reportedly, contact stated that they believe that the customer experiences quicker insulin absorption when infusion sets are placed on their stomach. Customer consumed juice to treat bg levels. Contact also reported that some time in the past they had forgotten to fill the cannula during a supply change; however, no specific event date was provided. Contact realized what had happened before delivering any insulin and filled the cannula. Recommendation was made to consult with health care provider to discuss diabetes management.